Manufacturer narrative:
E1 - initial reporter address 1 - (B)(6). H3 - device evaluated by manufacturer: the device was returned for analysis. The device passed visual inspection and gas leak testing. There was no evidence of a leak from needle handle or shaft while testing under pressure of 3500 psi. The no leak was found. There were no problems detected with the returned device.

Event description:
It was reported that a needle shaft leak occurred. An icerod cx 90 degree needle was tested during procedure preparation and was found to have a shaft leak. A new needle was used to treat the patient. No patient complications occurred.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a needle shaft leak occurred. An icerod cx 90 degree needle was tested during procedure preparation and was found to have a shaft leak. A new needle was used to treat the patient. No patient complications occurred.